Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implantable neurostimulator experienced a couple of really bad shocks that ¿literally lifts my leg up,¿ and the patient can't control their legs. The patient stated they were set up with groups a, b, and c, and reported that in group a, when lying on their back, stimulation caused a shock but was not as bad as in group c. The patient reported severe back pain as the reason for having the implant and expressed fear of being shocked while driving with potential to hurt self or others. The patient reported having contacted a representative about two weeks earlier when the issue first occurred, and the agent redirected the patient to their managing healthcare provider.